Manufacturer narrative:
There was no death or sustained serious injury associated with the inappropriate defibrillation event. Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Device evaluation of the electrode belt has been completed. The reported problem (treatment) was confirmed. The evaluation did not indicate any device malfunction in the as received condition. There is no indication of a device malfunction contributing to the reported problem. The evaluation included downloaded data review as well as incoming functional testing of the device's ECG acquisition and pulse delivery circuitry. Device evaluation of the monitor has been completed. The reported problem (treatment) was confirmed. Upon investigation the front and rear response buttons were non-functional. The cause for the defective response buttons was defective response button switches. The root cause for the defective switches was unable to be positively identified. In addition, the front and rear response button covers were missing. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate treatment event was lack of response button use. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was rapid af rate. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at <http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf>. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient was eating and conscious at the time of the event. Rapid atrial fibrillation (af) rate contributed to the false detection. The patient reportedly tried to press the response buttons, but was not able to. The response buttons were not pressed during the event. The patient went to the hospital, and continued use of the lifevest. There was no indication of a sustained serious injury as a result of the inappropriate treatment shock.